Manufacturer narrative:
Additional information was received and it was learnt that the lens was implanted on (B)(6) 2017, in the eye of a (B)(6) male patient. Reportedly, the lens was explanted because the patient was not happy with the visual acuity. No incision enlargement, no vitrectomy was performed and no capsule tear to remove the lens was reported. Another lens +20.0 diopters was implanted as a replacement. The patient was reported in good condition after the replacement. Updated the following fields: date of birth: (B)(6); sex/gender: male. If implanted, give date: (B)(6) 2017 . All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (model zxr00, +21.0 diopters) was explanted in a secondary surgical procedure as the wrong power was implanted. Reportedly, another lens, same model different diopter, was implanted as a replacement. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/07/2017. Device returned to manufacturer? Yes. The intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.